Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited flipped bits, invalid counter data, and patient activated episode was not enabled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated cardiac compass data, at/af episode count, vt episode count, patient activated symptom data, and atrial rate histogram data and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.